Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the caller was instructed on how to return the problematic pump and put it into storage mode. A replacement pump was sent, and the caller will use a backup insulin pump in the interim.